Event description:
While cleaning the bovie tip, the surgical tech observed the insulation come off the bovie tip and its insulation. It was removed and passed off the field. No harm to the patient and did not fall into the surgical site.